Event description:
It was reported that the ilet user missed a meal announcement for dinner, after which correction dosing was discussed and education provided; glucose readings were in range with a downward trend that later stabilized, and the event was associated with user operation rather than a device malfunction, with relevance to the user interface. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper or incorrect procedure or method related to meal announcing and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.